Manufacturer narrative:
The customer reported ¿there was a leak in tubing near the male leur¿. Received from the customer was one used primary set model 2426-0500 lot 20053463 with its original package. The set was visually inspected for kinks, incomplete bonding engagements, holes/tears in the tubing or damages to the components. A vertical tear on the tubing (p/n tc10012940) measuring approximately 0.0570 inches long was observed three inches above the male luer. Clear liquid was observed in the set¿s drip chamber and entire length of tubing. No other abnormalities were observed with the set. Although damage was observed, functional testing was performed by filling a lab IV bag with blue-dyed water and attaching the returned used disposable set allowing fluid to flow through the set via gravity. Blue-dyed water was observed to be dripping out of the location of the tear in the tubing. Equipment used visual inspection and measurement performed on (B)(6) 2020. - calipers, eq02784, calibration due date: 19-dec-20 - optical ram-cnc, eq08204, calibration due date: 05-feb-21 - dino lite microscope, eq106199, ncr the device history record for primary set model 2426-0500 lot 20053463 was performed. The search showed a total of (B)(4) units in 1 lot were built on 25 may 2020. There were no related qn¿s (quality notifications) issued during the production build of this set for the failure mode reported for the given time frame. The customer¿s report of a leak in tubing near the male leur was confirmed on primary set model 2426-0500. The leaking was determined to be due to a tear in the set¿s tubing above the male luer. The root cause of the tear in the tubing was not definitively determined.

Event description:
It was reported that as lvp 20d dehp 3ss cv leaked. The following information was provided by the initial reporter: material no: 2426-0500 batch(lot) no: 20053463 it was reported that there was a leak in tubing near the male leur.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that as lvp 20d dehp 3ss cv leaked. The following information was provided by the initial reporter: material no: 2426-0500, batch(lot) no: 20053463. It was reported that there was a leak in tubing near the male leur.